Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient lost consciousness, had chest discomfort beneath their sternum, was hot, trembling, vomiting and had sweats. The caller noted the patient had a similar incident prior to implant. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.